Event description:
Clinical trial. It was reported that post drug eluting stenting procedure, the pt had in-stent restenosis. The pt was randomized to the trial in 2003. Five months later, the stent was occluded and then treated with brachytherapy. In 2005, the pt returned with angina and the stent was found to be occluded. The proximal right coronary artery (rca) was 80 % stenosed. The physician predilated the lesion prior to placing a 3.0 x 20mm taxus express2 stent. Residual stenosis was 0%. The pt experienced chest pain during the procedure, and intracoronary nitroglycerin was given. There were no complications. The pt was discharged one day later on aspirin, plavix, lipitor, and captopril. At 1052 days later, the pt returned with stable angina. The pt underwent catheterization and 100% in-stent restenosis of the prox rca taxus express 2 stent was found. There was no intervention as there was sufficient collateral circulation; aggressive medical mgmt was recommended. There were no complications and the patient was discharged immediately following the procedure on aspirin and plavix (among others).

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.